Event description:
It was reported that intermittent and ongoing altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.